Event description:
It was reported by repair work order that the units inner base frame tube was broken which could effect stability of the cot. Sharp edges were exposed as a result of the damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.